Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 396-397 mg/dl and diabetic ketoacidosis (dka). Customer suspected cause of bg/dka was due to occlusion alarms caused by either a pump issue or possibly an infusion set issue; however, this could not be determined at the time of the report. Customer was hospitalized and treated with intravenous insulin. Customer was released from the hospital on (B)(6) 2019.